Event description:
It was reported that the patient experienced episodes of syncope, and a remote transmission alerted due to high right ventricular (rv) thresholds and possible loss of capture. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri45 lead, implanted: (B)(6) 2013. (B)(4).